Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump alarmed compromised force sensor system. It was stated that drive support cap was normal. The customer¿s blood glucose level was 109 mg/dl at the time of the incident. Customer advised to discontinue use of the pump and revert to back up plan per hcp instructions. The insulin pump will be returned for analysis.